Manufacturer narrative:
Currently, it is unk whether or not the device may have cause or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called and requested assistance with filling a new reservoir. While the customer was checking the connection, found that she was not disconnected and manually pushed 100.0 units of insulin into her body. Instructed the customer to drink orange juice and to eat glucose tablets while the paramedics arrived. The customer's last reading glucose was 279 mg/dl. The practitioner stated that the customer is doing fine at the end of the call. No further info was provided.